Event description:
The international customer reported the ventilator was alarming due to a high blower temperature occurrence. The customer reported the unit was not in use therefore there was no patient involvement or harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers service provider confirmed the reported problem. The service provider reported the blower was replaced to resolve the reported problem. Extended self testing was performed and passed.